Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 78-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage b cardiogenic shock. It was noted that the patient arrived in cardiac arrest. It was reported that the first impella cp pump was not purging correctly. In response to the reported issue, the physician requested placement of a second impella cp device, and the initial device was removed and replaced. The patient remained critically ill despite ongoing mechanical circulatory support and subsequently expired while supported on the second impella cp device. No adverse events were reported with the second impella cp. The death is conservatively being reported on the first impella cp device due to the temporal association with the reported purge issue requiring device replacement. Based on the available clinical information, the outcome is most likely attributable to the patient's underlying acute myocardial infarction, cardiogenic shock, and presentation in cardiac arrest.